Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at her scs ipg pocket site which occurred regardless of stimulation upon sitting. As a result, the patient underwent surgical intervention on (B)(6) 2014 during which the scs ipg was relocated.